Manufacturer narrative:
The t:slim pump user guide instructs the user to charge the pump for a short period of time every day (10¿15 minutes), and to also avoid frequent full discharges.) No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump battery was observed to be depleting quickly and the pump shut off due to insufficient power. Review of the pump history during troubleshooting with tandem technical support showed the pump was last charged up to 45% four days prior to the event. The customer¿s blood glucose (bg) level was 600 (mg/dl). Water was consumed and the customer reportedly resumed insulin delivery after charging the pump.